Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. The cartridge was successfully reloaded resolving the issue. Customer's blood glucose level was 211 mg/dl.